Event description:
It was reported that during procedure using the mobile programmer, dots were observed with signal drop out on electrograms (egm) when the implantable device was handed off and the patient connector was positioned next to the patient. It was noted that all connection with the device was lost with the patient connector positioned next to the patient's shoulder whilst programming was attempted. The patient connector was then positioned on top of the device in the pocket and interrogation command selected which was unsuccessful. The user then ended the session, force closed and re-opened applications, and re-paired the mobile programmer components to re-program the device which took longer than expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.